Event description:
It is reported that a customer experienced high blood glucose of 300 to 400 mg/dl the customer was informed that there could be many reasons for high blood glucose. It is reported that a customer was states there is a leak in the insulin pump. The customer stated that they had already changed the infusion set to their insulin pump. The customer stated there was a small drop behind the lcd screen of their pump. The customer did not have the reservoir to send back for analysis. The customer was advised to call the help line to trouble shoot if they encounter the issue again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.